Event description:
"Leur locks" are "letting air in the line".

Manufacturer narrative:
It was reported that the device was letting air in the line. It was reported that "air gets in the line even when he back flushes first, they do not lock in place and often disconnect on their own". No additional information is available. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.